Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide additional information received (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation result of the related complaint observed defects on the rubber valve of maj-210. The foreign material that fell off in the patient¿s body may be a part of maj-210. The cause of the foreign material falling off may be due to insertion/extraction of the endo therapy accessories and syringes diagonally to the biopsy valve, leading to application of overload to the slit of the rubber valve and the vicinity of the hole and its breakage. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The physician when inserting and withdrawing the instrument is careful to insert and withdraw the instrument as straight as possible. Additionally, the physician has been using this device for more than 10 years.

Event description:
Information inadvertently left out: it was reported that the patient's procedure was for performing biopsy forceps, brushing cytology, and bronchoalveolar lavage (bal). The patient's procedure and sedation were extended within 5 minutes and the patient was given additional xylocaine 8%. The fallen pieces were approximately 2mm and fallen pieces were reported to have fallen off in the trachea. Due to the abnormal noise caused by the leaking of xylocaine and air leakage from (B)(6), the user suspected a faulty installation or damage and replaced the subject device.

Manufacturer narrative:
This report is being supplemented to provide a correction with information inadvertently left out (b5).

Event description:
It was reported during a endobronchial biopsy using the guide sheath method that a unknown liquid leaked from the biopsy valve; therefore, the biopsy valve was replaced. The facility speculated a fragment from the second biopsy valve fell out of the forceps channel into the bronchus. The fragment could not be retrieved from the body. It was later reported the liquid that leaked was xylocaine 8%. No further treatments, examinations, surgical procedures or plans to remove the foreign object have been performed since the event and the patient was discharged that same day.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to linked patient identifier (B)(6).